Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the handpiece did not function, the control unit was not functioning, water was detected and the motor made loud noises. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate..

Event description:
It was reported from italy that the battery reamer/drill device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device did not function, the control unit was not functioning, water was detected and motor made loud noises. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.